Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (did not fully deploy gel) has been confirmed. As received, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to thermally damaged u727, u728, and esd700 components on the distribution node pca. The root cause for the thermally damaged components could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt did not fully deploy gel.